Event description:
It was reported that this device was used to dilate another MFR's coronary stent. The guidewire used with this device became stuck in the stent struts and when the physician tried to extricate the guidewire and balloon, the balloon shaft stretched and the catheter separated. The pt was sent to the or for removal. The device is not available for analysis.